Manufacturer narrative:
No patient involvement. A medtronic field service engineer replaced fuses f11 & f12 in the system. This resolved the issue. System checkout performed after fuse replacement found system fully functional.

Event description:
A site nurse reported that the o-arm mvs (mobile viewing station) would not power on. The line of power light is out and the o-arm ias (image acquisition system) would not charge. She tested the outlet using another o-arm which worked fine. This was discovered outside of surgery. Site attempted replacing mvs fuses but mvs is still down. The nurse noted that a breaker tripped and all outlets on the wall the system was initially plugged into were not functional. No patient present or impacted.